Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a crack around the battery compartment area. In less than 24 hours from the low battery alarm, the insulin pump alarmed off no power. This occurred in two different occasions. The insulin pump alarmed weak battery, bad battery, low battery, and battery out limit. Customer's blood glucose level was not reported. The device was not returned.